Event description:
It was reported that stent migration occurred requiring additional intervention. The patient underwent percutaneous coronary intervention (pci) of the mildly tortuous ostial right coronary artery (rca). The target lesion was located in the mildly tortuous vessel. A 5.0 x 12mm synergy megatron drug-eluting stent (des) was sized using intravascular ultrasound (ivus) guidance and deployed with the intended coverage of the coronary ostium. However, during deployment, the stent landed mostly within the aorta. Although the stent was fully expanded, it was not successfully implanted at the target lesion and remained surrounding the unknown guide catheter within the aortic root. Vascular surgery was then consulted, and the stent was managed by endotrashing it against the vessel wall in the right subclavian artery rather than attempting retrieval. Subsequently, a new 5.0 x 12mm synergy megatron des was successfully deployed at the intended coronary ostial lesion. The procedure completed, and there were no patient complications reported.